Event description:
The doctor reported that the insulin pump was delivering too much insulin, and the customer had been experiencing low blood glucose. It was stated that the customer's glucose level has been low for four days, and his glucose reading was 38 mg/dl. The doctor recommended having the insulin pump replaced. Advised the customer to revert to back up plan until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing, it was concluded that the device operated within specifications.